Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37092, lot# 244080002, implanted: (B)(6) 2010, product type: accessory. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) had experienced an overdischarge. It was noted that the patient had "gained a considerable amount of weight since the original implant" and that it was "difficult to feel the ins." It was also noted that it "seemed that the ins was no longer level." It was further reported that the patient had experienced "increasing difficulty recharging" and had not recharged her ins for one month prior to report. The patient reported last feeling stimulation three and a half weeks prior to report. It was also reported that when the stimulation stopped that the patient's "pain returned" and that it "seemed to be increasing." A physician mode recharge was initiated, but the state of completion was unknown at the time of report due to a scheduling conflict. The patient was "scheduled for a pocket revision and possible battery replacement" at the time of report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
After trying the antenna locate feature, it was stated they got a poor communication signal.

Manufacturer narrative:
(B)(4).

Event description:
Further information received reported that the patient's battery was replaced and she was doing well. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).